Event description:
Night and lunchtime hypos [hypoglycaemia], proliferative retinopathy [retinopathy proliferative], pen was not always returning to 0 when fully depressed [device malfunction]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from (B)(6), concerns a (B)(6) old female patient with "diabetes", who was treated with novomix 30 penfill (dual acting insulin aspart), and using novopen 4 (insulin delivery device), and experienced "proliferative retinopathy" beginning on 2000, "night and lunchtime hypos" and "pen was not always returning to 0 when fully depressed" beginning on an unknown date. Patient's height: not reported. Medical history included diabetes mellitus (type and duration unknown). The patient had reportedly been taking novopen 4 and novomix 30 penfill for many years (dates not specified), but at this time, she had developed a proliferative retinopathy (started in the early 2000's). It was reported that novopen was not always returning to 0 when fully pressed. It was also reported that pen can stick and was hard to push down when injecting. On an unknown date, the patient experienced hypoglycaemia at night and around lunch times. It was reported that the patient never stores the product in the fridge when in use or with a needle attached. He used a new needle for every injection. Action taken to novomix 30 penfill was reported as no change. The overall outcome of the event was reported as unknown.